Event description:
Ous MDR - during the follow up on (B)(6), the rv electrical value were not acceptable: r= 2,0 mv and there was no capture in the rv. It appears the lead is set back compared to the last normal position after the rv lead was repositioned on (B)(6). The physician decided to perform another repositioning at more experienced center. On (B)(6), the physician decided to remove the leads and devices due to a suspected infection. Then, after 2 days, at patient was implanted a new ICD system on right side.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.